Manufacturer narrative:
Images were returned for evaluation. The imaging evaluation stated: images provided are post-op cta dated (B)(6) 2019. Arterial and delay phase are provided although time between the two phases is ~ 1 minute, contrast difference is minimal by visual assessment. Possible contrast outside of the device on the arterial phase, less prominently visualized on delay phase. There appears to be previous embolization of a lumbar artery. Length from the distal end of the stent graft to the liia appears to measure ~ 38 mm on the left. Length from the distal end of the stent graft to the riia appears to measure ~ 16 mm on the right. There appears to be a possible endoleak of indeterminate origin present, density is better visualized on arterial phase than delay phase. Unable to confirm without a non-contrast phase. Additional devices implanted: pxc121200 lot# 10920198. Pxa280300 lot# 10655318.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement.

Event description:
On (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, the patient underwent revision surgery to treat a type ib endoleak. Plc181400/lot 20382240 was implanted. The physician believes the endoleak was caused by the limb of the original implant not extending far enough into the left iliac artery. The patient tolerated the procedure.